Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the unit came into failure analysis with a reported problem of error 319 which was confirmed as having occurred in the field and replicated. System logs recorded error 319 pointing to the axes controller carriage (acc). Unit was tested on an in-house system in normal mode where it triggered error 319. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed fiber test and check all boards pointing to the rolling loop. Aba troubleshooting was performed with gold rolling loop fiber installed and test passed. The complaint regarding error 31 occurred against usm 1 was confirmed by failure analysis. The probable root cause based on findings from failure analysis is attributed to a tangled rolling loop fiber.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error319 occurred at universal surgical manipulator (usm) arm 1. Fse replaced usm to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 319 occurred against universal surgical manipulator (usm) 1. The intuitive tech support engineer (tse) found error 319 against node 180 of usm. The customer restarted the system several times, but the same issue occurred. The tse explained that the surgery was possible with three usms. The customer continued the surgery using three usms only. An error occurred against usms 2-4 after usm 1 was disabled. The tse advised to remove all of the instruments and undock. After doing so, the system was ready for use. There were no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.